Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. During evaluation found handpiece cap was loose, but still threaded on handpiece. Upon evaluation, handpiece wouldn't spin at all. Found cab bearing damaged and debris built up in head from bearing failure. The device was not properly maintained by the user.

Event description:
It was reported that a midwest e 1:5 ca overheated during use and burned a patient's tongue. No intervention was required.